Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported problems were confirmed. The pump as found to be double beeping during power up. The root cause is unknown but the downstream sensor, battery door, and rear housing were replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump is constantly alarming/beeping. Additionally, it had a broken battery door. There was no patient present. There were no reported adverse events.